Event description:
This will be filed to report a clip that was difficult to deploy. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a papillary muscle rupture. The clip was advanced, the leaflets were grasped, and the deployment sequence initiated. Upon trying to deploy the clip, the clip would not deploy. Troubleshooting was performed and then the clip was able to be deployed. A second clip was implanted and the procedure was concluded with a resulting mr of grade 3+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported difficult or delayed activation (difficult to deploy the clip) per the physician is related to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.